Event description:
It was reported that an ilet user experienced high blood glucose associated with a leaking insulin cartridge, where the plunger was observed protruding from the bottom of the cartridge and insulin was leaking; the highest reported glucose was 320 mg/dl, the out-of-range period was about one hour, and glucose trended down after the user changed all supplies. Investigation included user interview and troubleshooting with education on proper cartridge insertion and ensuring the connector is attached only when the cartridge is installed in the ilet. Further investigation of this case revealed a cartridge leak with no visible damage reported and resolution after replacement of supplies, with no device alerts for high or low glucose. There was no user reported symptoms during the event. Outcomes included no need for outside assistance and no medical intervention. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia due to suspected cartridge leakage, and the issue resolved with supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.